Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo 12.6 implantable collamer lens, -10/1/92 diopter in to the patient's left eye (os) on (B)(6) 2016 when the lens was noted to be torn during injection as a proximal haptic was broken. The lens was explanted on (B)(6) 2016 and the surgeon canceled the surgery due to no back up lens.

Manufacturer narrative:
The lens was returned dry in case/vial; visual inspection found haptic torn and spots on lens surface. (B)(4).

Manufacturer narrative:
(B)(4).